Event description:
A customer reported to beckman coulter (bec) that the coulter lh 750 hematology instrument leaked 50ml of fluid that was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and goggles at the time of the event. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The lh750 contains blood, diluent, lyse s iii diff, lh series pak and lh series retic pak reagents during operation and cleaning agent at shutdown. Per phone conversation with the submitter, the service was cancelled with no comments. The cause of the leak is unknown. (B)(4).